Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving a cadd cleo infusion set reported that a patient with diabetes experienced one infusion set in which the tubing snapped off at the end near the infusion site. There was patient involvement and no harm/adverse event reported.